Event description:
The arthrex ref ar-9815 apollorf mp50 aspirating ablator 50 multi-port was used in knee arthroscopy and a piece of the insulation came off in the patient's knee. This was removed during case and there was no patient harm. The broken instrument was switched out to a new one.